Manufacturer narrative:
A siemens technical applications specialist (tas) visited the customer site. The tas analyzed the assay adjustment (calibration) data from (B)(6) 2018 and (B)(6) 2018 and the data were within specifications. The recoveries of the quality control (qc) materials were also found to be within specifications. A siemens customer care specialist (ccc) stated that the sample is no longer available for investigation. The cause of the discordant, (B)(6) results on the immulite 2000/ immulite 2000 xpi cmv igm assay is unknown. Siemens is investigating the issue. MDR 2432235-2019-00071 was filed for the same issue.

Event description:
A discordant, (B)(6) cmv igm result was obtained for a patient sample on an immulite 2000 xpi instrument. The initial immulite 2000 xpi cmv igm result was not reported to physician(s). The same sample was tested on an alternate, non siemens platform and resulted (B)(6) for cmv igm, which was reported to physician(s). The same sample was repeated again on the immulite 2000 xpi instrument and resulted (B)(6). The (B)(6) cmv igm result was in alignment with the patient's clinical profile. There are no known reports of patient intervention due to the (B)(6) cmv igm results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the (B)(6) cmv igm results.

Manufacturer narrative:
The initial MDR was filed on 21-feb-2019. Additional information (22-feb-2019): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and stated that the data indicates that the patient seroconverted for cmv igm antibodies with the igm titres falling below the cut off. The result on the alternate, non siemens platform was a low positive. A review of the in house kit release data for immulite 2000 xpi cmv igm assay kit lot 287 was performed. There were no discrepant patient sample results for this lot during release testing. Further investigation into this issue could not be performed as the sample was no longer available. The cause of the discordant, false negative results on the immulite 2000/ immulite 2000 xpi cmv igm assay kit lot 287 is unknown. No further evaluation of the device is required. Method, result, and conclusion codes have been updated. MDR 2432235-2019-00071_s1 was filed for the same issue.